Event description:
Pt underwent percutaneous transluminal coronary angioplasty (ptca). Arteriotomy closure was attempted with a prostar 9 fr pvs device, however there was no hemostasis with the device inserted. Device was upsized to a prostar 11 fr pvs device, but this also did not result in hemostasis, even though the device functioned properly and the cardiologist successfully deployed two sutures to the arteriotomy. It was noted that the bleeding was significantly reduced, so a 12 fr sheath was inserted which did achieve complete hemostasis. Normal manual pressure protocol was followed and pt had normal sheath removal 6 hours later. During preparation for a preplanned aortic valve replacement the next day, staff noticed claudication of the right leg. A vascular surgeon was called in during the procedure, surgically removed a 1" thrombosis from the femoral artery and placed a patch over the dissection. The pt's right groin appeared to have no clinical issues post procedure. The vascular surgeon believes that a dissection in a plaque in the pt's heavily diseased femoral artery during the use of an 8 fr dilator that was not a perclose device in the angioplasty procedure may have led to the difficulty in hemostasis and the subsequent clot formation. Thus this event does not appear to be related to the perclose device. The pt subsequently expired as a result of a failed aortic valve replacement and right ventricular failure. There is no evidence that the prostar procedure contributed in any way to the pt's death. This report is being submitted as a serious injury report because a clot formed after the procedure using a prostar 9 pvs device. There is no evidence that the prostar 9 caused the clot and the cardiologist suspects use of another MFR's dilator led to the clot. This report is not being submitted as a death report because the pt's death appears to have been entirely unrelated to the use of the perclose device.